Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. Vessel morphology at the time of the event was not reported. It was reported that the pt presented 96 months post stent graft implant with a ruptured aneurysm. There were CT scans at 72 months and 24 months post stent graft implant demonstrated some migration, however, since no contrast was used, no endoleak could be detected. The pt presented with severe abdominal pain and the CT demonstrated a ruptured abdominal aortic aneurysm with stent graft migration and proximal type I endoleak. It was reported that during the transportation of pt to the operating room the pt experienced respiratory failure. The pt was intubated and partially resuscitated. The physician elected to treat the pt with endovascular repair implanting four aortic cuffs from another manufacturer and the endoleak was resolved. The pt was sent to recovery in critical condition. The pt expired later that day.

Manufacturer narrative:
Evaluation results: explanted stent graft was not returned for evaluation. Ruptured aneurysm, endoleak, death, migration. Patient did not return for regular follow-up appointments. Conclusions: explanted stent graft was not returned for evaluation. Patient did not return for regular follow-up appointments.